Manufacturer narrative:
Two unopened samples were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were pressure tested and the maxzero stayed securely on. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero pressure rated extension set had connection issues. The following information was provided by the initial reporter: in radiology during a CT exam with contrast injection the hub comes undone with pressure of the contrast injection. Prior to injection of the contrast the IV is tested with normal saline without issue. Nursing & CT techs have been instructed to tighten the hubs as firmly as possible. With this instruction incidents have decreased. However, on occasion the CT tech has reported that even after they tightened the hub firmly they visualized the hub come loose and disconnect under the pressure of the contrast injection. Product information: manufacturer: bd maxzero. Reference: mzx5306. Lot #: 25095062. How many times has this occurred? Numerous times over the past three months. What is the date(s) of event? I do not have all of the dates at this time. Next week when the quality team has returned from the holiday I will be able to collect the number and dates of occurrence from our event reporting system. Were there any adverse events due to this issue? No.